Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the event. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was a b30 error and an e216 error. Customer reported the issue occurs will all processors. Tac explained the issue is with the scopes and advised customer to send in scopes for evaluation. The customer ended the call after tac provided a response but before tac could obtain identifying information for the user facility or devices involved. The investigation is ongoing and follow up attempts were made to the user facility, but were not successful. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 communication error and an e216 error when using the evis exera iii video system center. There was no patient harm associated with this event.